Event description:
Additional information received from a company representative (rep) reported the reason for explant had been an infection. The pump was reported to be discarded.

Manufacturer narrative:
Concomitant medical products: product ID 8711 lot#/serial# (B)(6), implanted: (B)(6) 2006, explanted: (B)(6) 2024, product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8711 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2006; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving unknown baclofen (3000mcg/ml at 1449.1mg/day) via an implantable pump. The indications for use were unknown. It was reported that the pump was exposed at the implant pocket/site. The healthcare provider (hcp) explanted the old pump and pump segment of the catheter. The catheter was disconnected at the spinal segment, and a new pump and pump segment of the catheter were implanted. The issue was resolved at the time of the report. It was noted that the hcp had no further information. The patient's medical history was asked but unknown. The patient status at the time of the report was alive with no injury.